Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup, shut down, or not to boot. No patient injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb, x-ray controller pcb, and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.